Manufacturer narrative:
Physio-control service representative verified the reported issue and replaced the redux sc and ui pcba. After proper device operation was observed through functional and performance testing, the device was returned to the customer for use.

Event description:
Physio-control received a report that when the device was turned on, the service led illuminated and the screen display was white. The customer reported they were unable to enter the interface. There was no report of patient use associated to the reported event.